Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical product: guide wire: whisper ms; guide cath: jl 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a marginal branch of a coronary artery, after placement of an unspecified whisper ms guide wire and a 6fr non-abbott guiding catheter, a 2.25x28 rx xience prime stent delivery system (sds) was advanced over the whisper guide wire and into the 6fr guiding catheter, but the sds was unable to be advanced past the distal portion of the whisper guide wire and resistance was also felt against the guiding catheter during the advancement. The sds was withdrawn with resistance felt against the guide wire (not against the guiding catheter). A new whisper guide wire was advanced and the same sds was re-advanced over the new whisper guide wire, however, resistance during advancement occurred again. During withdrawal of the sds, resistance was felt against the guide wire and it was unable to be completely retracted; thus, all devices were removed from the anatomy as a single unit. No other damage was noted to the sds before or after use. A 2.5x28 rx xience prime was able to be advanced over the whisper guide wire and treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.